Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device side assessed, as surgical impact opening (shell thickness was within specification). Additional observation: no penetrating nick ( stress marks). No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, rupture. The device has been explanted. This relates to the right side.